Event description:
It was reported that a smiths medical fluid warmer had a slight leakage in the water tank. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the water tank cover gasket was replaced and the leaking discontinued. Photos were provided for evaluation indicating that the unit was leaking water from the water tank cover. The covers did not appear cracked or damaged. The investigation determined that an issue with the tank cover gasket was the cause of the reported issue.